Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using a cavitron g131 the insert tip overheated. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.

Manufacturer narrative:
The returned device was evaluated and the overheating could not be reproduced. However, the water supply line was found to be kinked. A kinked waterline could cause a overheating condition due to restricted water flow.